Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive after the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: the keypad was intact with no evidence of peeling or damage. All of the buttons on the keypad responded properly. There was no contamination found on any of the button contacts when the keypad was removed. The audio bolus button cover was missing, and there was a leak found during testing. There was moisture corrosion observed in the main pump compartment when the pump cover was removed.